Event description:
There was no report that the iab malfunctioned. As a result of the event, the pt lost distal pulses in the right leg due to limb ischemia. (Event complications: loss of distal pulses - reported 6/5/97.) (Pt's current status: unk - rpt'd 6/5/97.)

Manufacturer narrative:
Evaluation: the product was not returned or released to datascope for evaluation.